Manufacturer narrative:
Method: other; follow up conversation with company rep.

Event description:
It was reported that during an x-stop procedure, the spinous process was fractured during the insertion of the distractor to size the implant.